Event description:
It was reported that revision surgery was performed due to femoral head collapse. Patient suffers with osteoarthritis. At the time of revision the femoral head was solid. Fluid and obvious metalosis noted. Good ingrowth of the acetabular component. Superiorly and anteriorly osteolysis around the cup.

Manufacturer narrative:
Additional note: patient had a heavy fall off her horse, but based on the available information we can not determine the cause of the failure.